Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings: loose tibial component, presumed aseptic loosening, revision all components ebl 300ml no acute inflammation noted revision of all components (except patella) without significant findings or complications device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 141233; biomet cc cruciate tray 71mm lot#: j3496987. Item#: 183024; vanguard cr ilok fem-lt 60 lot#: 882490. Item#: 189060; vngd ant stblzd brg 10x71 lot#: 323410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01206 . 0001825034 - 2021 - 01207.

Event description:
Initial left total knee arthroplasty performed approximately 6 years ago. Subsequently, the patient was revised 5.5 years later due to aseptic loosening. All tibial and femoral components were revised without complication.